Manufacturer narrative:
Based on the new information received, following fields has been corrected: section d1: 762055 joey 500ml pump set section d4: unique identifier (UDI)# (B)(4).

Manufacturer narrative:
Evaluation summary no device history record (DHR) review could be performed because the lot number was unavailable. Six used samples were received at the manufacturing plant for examination. A visual and functional inspection was performed, and no failure was found. The reported condition will be treated as not confirmed. The root cause could not be determined because the sample did not show the reported condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was a feeding bag alarm on the pump stating that there was a blockage towards the patient. The tubing, filled with formula, was dripping on the floor from the stretchy part of the tubing. There was no patient injury.